Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range pacing impedance measurements were observed on this device and right ventricular (rv) lead. There was a small increase in threshold measurements as well. During the follow-up, no noise was observed and the rv pacing impedance measurement was stable around 800 ohms during movements. As a result, the patient will continue to be monitored appropriately. No adverse patient effects were reported.